Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they have an appointment with their regular pain doctor on (B)(6) and they would like to see an mdt rep in person to have them check their mdt device for reprogramming. Agent asked to clarify if patient is requesting for a mdt be present during the appointment and patient mentioned not necessarily, before or after the appointment would be fine. Patient stated they can feel the stimulation but it goes down much faster than it used to and it is not doing a real good job of taking care of the pain. When asked about event date patient stated since last year and it's getting worse and worse. Agent reviewed nas however patient's hcp mentioned patient need to contact mdt to coordinate as they do not coordinate appointments. Agent sent an email to mdt rep to reach out to the patient for reprogramming. Rep responded and noted they would contact the patient.

Manufacturer narrative:
Correction to section e: the initial reporter's phone number has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. When asked if the cause of the issue was determined, the representative noted that the ins wasn't "depleting faster" and the patient had adaptivestim activated but the parameters were not set up, so the intensity was zeroing out. The issue was resolved.